Event description:
Used polygrip without zinc and had angioedema within 3hrs of wearing partial dental appliance. Swelling of lips and face for close to 3 days. I am allergic to many medicines, foods and other inhalants, and latex. Have had all allergy testing for past 25 years. Allergic to most antibiotics and also latex and foods. Needed to take medrol pack for 3 days to resolve. Not a zinc problem cause used zinc free.